Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 13 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The customer was using the sample strips that came with the contour meter. She used the last of the strips while troubleshooting, so no product is available for evaluation.